Event description:
Information received from a manufacturer representative regarding a patient receiving dilaudid(10mg/ml at 60mcg/day) via an implanted pump. Indication for use was noted as non-malignant pain and failed back syndrome (other). Pertinent medical history includes renal disease and sleep apnea. It was reported that post-operatively on (B)(6) 2016, the patient showed signs of opiate overdose, (low respiratory rate and somnolence). The patient had their pump replaced (see regulatory report # 3004209178-2015-23272 for information regarding the replacement). The issue was identified by the physician. The manufacturer representative was called by the physician. The patient stayed overnight in the hospital. The issue resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.